Event description:
Customer called indicating the c-arm would intermittently give a message "power failure". No pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem. He pulled the error logs which did not indicate any particular problems. He re-tapped the transformer t-1 based on slightly higher line voltages from previous room. System operates as intended.